Event description:
Medtronic received information that two days after implant the patient experienced rhythm pauses while ambulating. The patient was evaluated by an electrophysiology physician and sick sinus syndrome was reported. The patient received a permanent pacemaker on (B)(6) 2018 and was discharged home on (B)(6) 2018. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).